Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a patient sample. The following data was provided (customer¿s normal range <15.6 ng/l): sample ID (B)(6) (B)(6) 2024 initial result on (B)(6) = 188.2 ng/l, (B)(6) 2024 repeat result on same analyzer = 269.9 ng/l, repeat result on another alinity (B)(6) = 234.9 ng/l 1:10 dilution on (B)(6) = 415.1 ng/l result at another laboratory using a different instrument; roche method = 3.0 ng/l troponin t result on another instrument = 7.84 pg/ml no impact, or negative impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a patient sample. The following data was provided (customer¿s normal range <15.6 ng/l): sample ID (B)(6). 17jan2024 initial result on (B)(6) = 188.2 ng/l, 18jan2024 repeat result on same analyzer = 269.9 ng/l, repeat result on another alinity (B)(6) = 234.9 ng/l. 1:10 dilution on (B)(6) = 415.1 ng/l result at another laboratory using a different instrument; roche method = 3.0 ng/l troponin t result on another instrument = 7.84 pg/ml no impact, or negative impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return sample testing, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient results for lot 56443ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Release data for lot 56443ud00 has been reviewed. The values of different levels of controls (low, medium, high) and panels (panel 1 and panel 2), were well within the specifications. No shift up in values were identified. The return sample was tested with the complaint lot. Dilution linearity showed that no linearity was found, indicating the presence of an interferent. Heterophilic blocking tubes (hbt) interference testing showed that the difference in the calculated values between neat sample and treated sample suggests hbt interference. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 56443ud00 was identified.